Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial lead was dislodged which resulted in loss of capture and far r oversensing. The lead dislodgement was confirmed via chest x-ray and device interrogation. The lead was explanted and replaced. The patient was stable.